Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag and part of the cord loop were detached from the introducer. Upon disassembly and inspection, engineering found no signs of damage to the deployment mechanism or other components. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: salpingectomy. Event description: inzii bag was passed through 5mm advanced fixation trocar and into pelvis in preparation to remove specimen. Once handle was fully deployed, guide bead was observed. Bag was still furled tightly, with toe of rolled up bag folded back on itself in abdomen. I observed a small section of the prongs in between the guide bead and beginning of shaft. Dr commenced rolling introducer/handle clockwise approximately 6-7 times quite quickly and the bag slid off the prongs. At no stage had dr commenced placing specimen in bag or used graspers or any other additional instrument to facilitate opening of bag. Type of intervention: bag and trocar were removed, trocar was replaced and another 5mm inzii bag was used without incident. Patient status: no patient injury.